Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported after removing the links and relinking the devices it showed left and right device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right implantable neurostimulator (ins) seem to unlink from the dbs therapy app and it is unknown why. Manufacturer's representative (rep) states they were practicing with the patient rep how to turn off therapy for a upcoming EKG. When patient rep first connected it said right percept and left percept so they first turned the right side off and then the left one off. And then when turning left side back on it kept saying connected to left chest and would not say right chest. The rep instructed patient rep to close the app, powered off handset / communicator with a hard reset. The rep facetimed with patient rep and when they reconnected the options it gave , both options said left percept , there was no right percept at all. The right option was the top option previously ( but now saying left) , so they connected to that one and when looking at the therapy settings it was saying was at 0.0 and the bottom option" left "was at 3.5. The rep states they had turned it off intentionally and asked if patient felt like it was off but patient did not feel that. The rep states the communicator had not been charged up in about 5 months but it was connecting. Patient got on call and connected to dbs therapy app, (version 2.05025) and it says to select device, connect to left chest or left chest. Caller taped on the top left chest option, it says communicating with left chest, therapy on. Patient states the only other option also says left (there is no right ins option). Patient clicked on my links, and there were two serial numbers, top option (B)(4), then clicked on remove links. Patient was able to relink both ins's and screen showed (B)(4) left chest and (B)(4) right chest. It was confirmed patient was able to turn both ins's off and on and the serial numbers were still there. When ins was off, caller states this is when the patient really starts to shake. Patient rep states being able to turn therapy back on, left chest and right chest right ins settings 4.9. This issue was resolved but unknown why ins unlinked. Patient in the background states, the batteries are not in the chamber and rubbing against the skin. Patient rep states patient has mentioned this on and off for a couple weeks and then it would fall into place. He complained to kristin, np about it before he had these implants done. Patient has had previous ins's and kristin told patient sometimes they move a little bit patient rep states they are moving around more than usual.